Event description:
On (B)(6) 2013 - a female patient who was born on (B)(6) 1953 started artz dispo in the right knee. On (B)(6) 2014 - she received artz dispo in the right knee. On (B)(6) 2014 - the right knee pain was aggravated from the afternoon. She visited the injection physician around 7 pm. The joint swelling and warmth developed. Her body temperature was 37.9 degrees c. 25 cc of yellowish-white cloudy synovial fluid (sf) was aspirated. The smear was negative. On (B)(6)2014 - the joint swelling and effusion persisted. Celecox 100 mg bid and rebamipide 100mg bid were prescribed to (B)(6)2014. On (B)(6)2014 - 50 cc of yellowish cloudy sf was aspirated. The smear and culture were negative. On (B)(6)2014 - 50 cc of yellowish cloudy sf was aspirated. Diclofenac sodium 50 mg supp was given for prn. On (B)(6) 2014 - 25 cc of light yellowish cloudy sf was aspirated. On (B)(6) 2014 - she was admitted to a hospital. On (B)(6)2014 - she recovered.

Manufacturer narrative:
We are investigating in details.